Manufacturer narrative:
The components involved in the incident were returned to the manufacturer for additional evaluation. An inspection of the 16" wall plate mount, that was used for the installation of this I/o x-ray unit to the wall, found that the wall plate mount was not made per the manufacturer's specifications. The 16" wall plate mount is a metal fabricated assembly, designed by the manufacturer and made by an outside vendor, as an additional option that can be used for the installation of the x-ray unit to a wall. It was found that the upper threaded bushing was not assembled per specifications with the ohio weld stud located on the back to support the bushing. This contributed to the eventual failure of the top bushing which then allowed for the unit to fall off the wall.

Manufacturer narrative:
There was no user or patient injury with this incident. A dealer service technician performed on-site servicing of the x-ray unit after the incident. It was reported that the x-ray unit was installed to the wall with a 16" wall plate that is an accessory part. The mounting screw bushing of the wall plate broke loose causing the x-ray unit to fall from the wall. The x-ray unit was damaged from the fall and a new unit has been installed at the dental office. The manufacturer of the x-ray unit has requested return of the components for further evaluation.

Event description:
The dental x-ray unit fell from the wall during use.